Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is confirmed and was determined to be supplier related. Two 22g x 0.75in safestep infusion set were returned for evaluation. An initial visual observation revealed that all samples exhibited use residue, had the safety mechanism activated, and showed an indent in the adhesive application site. A microscopic observation revealed bubbles in the adhesive fillet within the needle housing in all samples. When pressurized and flushed with dye water, sample 2 revealed a leak where the needle exits the housing. No leaks were observed on sample 1, likely due to blood residue occlusion. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that liquid leakage from the plastic base during infusion therapy. It was reported this occurred with two devices. This report addresses both devices. No other information was provided.